Event description:
It was reported the left hip revision surgery was performed due to pseudotumors and elevated levels of chromium.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pseudotumors and elevated levels of chromium. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. According to the provided revision report, the patient had continued swelling and nodules throughout the thigh and buttock area as well as pain. During the revision, there was quite a bit of fluid inside the joint, metallosis surrounding the joint synovium, osteolysis and neck thinning, pseudotumor at the capsule and muscles and no signs of infection or loosening. Review of the provided implantation and revision reports did not reveal any inconsistencies related to the surgical technique or other findings that could explain the reasons for the revision. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.